Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was asking about the battery longevity. The rep stated that the current battery voltage was 2.89v. Rep stated they attempted to interrogate the device with clinician programmer. It displayed a message that settings were invalid and the settings were cleared out of the implantable neurostimulator (ins). The manufacturing representative (rep) stated the patient did not have any issues with stimulator prior to appointment today (B)(6) 2018. Rep went to programming and added program 1 to group a, existed the session and re-interrogated the system. When interrogated the new program was save and the rep did not get the error message. No patient symptoms or complications were reported in this event. Additional information was received from the rep. The cause of the issue was not determined. Rep completely reloaded all the information that was previously stored on th e device, including programming. So, the rep started from scratch on the programming and re-established good paresthesia coverage and educated patient on how to utilize the new programming. The display message could not be duplicated again, so that was not an issue after starting all over again. No patient symptoms or complications were reported in this event.